Event description:
See initial report.

Manufacturer narrative:
Through follow up livanova was informed that positive results were related from samples taken on random days, sometimes before or after disinfection, and this is not always the case. Other devices/surfaces in the or/ICU were tested in order to identify the source of contamination; the device is cleaned regularly as per the instruction for use; disposable gloves were used solely for hc3t device during cleaning, the hospital is not a user of reusable blankets, the water quality monitoring is not applied and the h2o2 checked, when the device is not used, is it stored filled with water, since they use it every day. If an emergency arises, they don't have time to fill it, h2o2 is not added when the water in the tanks is changed (each 7 days); a disposable pall-aquasafe water filter with 0.2 m membrane used for tap water or equivalent performance filter is used; prior to initial operation and prior to storing the heater-cooler, the surfaces and water circuits are disinfected; the 3t aerosol collection set is replaced after allowed use period (7 days); the hc3t field blue tubing set (code: 96-410-774) used with the heater-cooler are replaced each year; the device is placed inside the operating room in the opposite direction to the surgical field at estimated distance between the surgery field and the device of 4 meters. According to follow-up communication with the customer, it was learnt that the unit had been cleaned with a deviation from the IFU: although the tank is kept full, the peroxide level is not tested daily and peroxide is not added every time the water is changed (every 7 days as per IFU). As per device instructions for use, the h2o2 level must be checked daily, including weekends: if this is not applied, the device must be drained. Furthermore no water quality monitoring is applied. Review of livanova complaints database revealed one further contamination event has been notified by this unit since its installation in 2018. (B)(4). Based on the collected evidence, it is reasonable to conclude that the above-mentioned deviation from the IFU may have contributed / led to the reported contamination. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium avium chimaera. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5: patient information was not provided. G.5: the heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in madrid, spain. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.